Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had high impedances. X-ray was taken and showed that the lead appeared to be bent and was causing the impedances. The physician advised to program around the impedances to see if stimulation coverage could be obtained.